Manufacturer narrative:
(B)(4). The cause of the damage cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the blue part of the transfer set. This occurred while the home patient (hp) was connected to the homechoice (hc) device for therapy. The transfer set was replaced and the hp continued their treatment. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The initial investigation confirmed the reported issue because a visual inspection was performed and it identified damage to the sleeve and the mainbody. Leak testing, clear passage testing and clamp function testing were performed with no issues notes. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for this product with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a supplemental report will be submitted.